Event description:
Info received that the head right siderail would not latch in the up position. No injury alleged.

Manufacturer narrative:
Tech found that the head right siderail would not latch in the up position as the lift arm was broken causing the siderail not to latch. Replaced head right siderail lift arm to resolve this issue.